Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the powerglide was inserted via ultrasound (sonosite as siterite8 used for PICC insertions) in the upper arm right basilic vein for IV antibiotic infusions. The dvt and superficial venous thrombosis were diagnosed via doppler ultrasound and symptoms of swollen arm and pain less than a week after placement. Dvt was treated with low molecular weight heparin. The line was removed. It was stated after removal one of the brachial veins was thrombosed from mid upper arm to level of the arm pit and basilic was also thrombosed from~2.0cm from the level of the arm pit for ~5.0cm in length.